Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "4. Warnings ¿ injection procedure reaction to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. 6. Adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) show possible injection site responses post injection with juvéderm® ultra plus which include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. B. Other safety data postmarket surveillance. The following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Healthcare professional reported patient was injected to the upper and lower lips with 1 syringe juvéderm volbella® xc, to the right and left cheek with 4 syringes of juvéderm voluma® xc, and to the marionette lines and nasolabial folds with 1 syringe of juvéderm® ultra plus. Approximately 2.5 months later, the patient developed ¿swelling of the face and nodules in the upper and lower lip¿ and in the ¿left lower face.¿ five days later, the patient was treated with prednisone, minocin and hylenex. Hylenex treatment was repeated the following day and again 3 days after that. The day after the third hylenex treatment, the patient was given biaxin and atarax. The patient was again treated with hylenex 2.5 weeks later. Healthcare professional considers the symptoms are ¿95%¿ resolved 2 months after symptom onset. This is the same event and the same patient reported under MDR ID #3005113652-2017-01136 (allergan complaint(B)(4)) and MDR ID#3005113652-2017-01140 (allergan complaint #(B)(4)). This MDR is being submitted for juvéderm® ultra plus, also a device manufactured by allergan.